Event description:
It was reported that the procedure was to treat a vein in the subclavian. During inflation the balloon ruptured below rbp, and as the catheter was removed, approx 4 inches of the distal end, including the balloon and tip separated. A snare was used to retrieve the separated distal end. There were no pt effects reported.